Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was service technician was not able to duplicate the customer¿s reported issue of the ventilator not charging the external battery. However, the service technician was able to verify the customer¿s reported problem the pins on the ventilator receptacle not being straight. Carefusion connected the ventilator to a known good ac adapter without the pigtail connector installed and the ventilator powered on properly with the external power led's lit solid green. Visual inspection of the power flex revealed the lemo connector was burnt.

Event description:
It was reported to carefusion that the ventilator was not charging the external battery. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.